Event description:
Unable to capture temporary paced rhythm at ma of 30. Changed to another pacemaker/defibrillator and capture obtained. Underlying heart rate was 58, pt in complete heart block. No actual problems with pt because another zoll was immediately available in another unit. Defibrillator sent back to zoll and add'l info provided to qa in 10/97.